Event description:
It was reported that the patient presented in clinic for lead revision. The right ventricular lead caused cardiac perforation. During reoperation the stylet would not advance through the rv lead. The rv lead was explanted. The patient was stable.

Manufacturer narrative:
The reported events were cardiac perforation and stylet failure to advance. A complete lead was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood. After cleaning the helix was within normal specifications. The reported event of stylet failure to advance was confirmed. Visual and x-ray examination did not find any anomalies at the obstruction region. Additional analysis was performed and the inner coil at the stylet obstruction region of the lead found dried blood inside the inner coil. The cause of stylet failure to advance was isolated to clogged blood inside the inner coil.